Event description:
Customer reported a past low blood glucose event with the lowest level being 50 mg/dl. Cause not known. Customer consumed carbohydrates to address the low blood glucose, and it was confirmed that the control-iq feature was active during the incident. Technical support recommended that the customer consult a healthcare professional to discuss factors affecting blood glucose levels, which the customer acknowledged and understood.